Event description:
N/a.

Manufacturer narrative:
Gfe response received - updated fields: other relevant history return to manufacture date device not eval provide code investigation findings investigation conclusions additional reporter - (B)(6). Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between sheath and catheter. The sheath was returned partially covering the membrane. Two kinks were observed on the catheter tubing approximately 74.2cm and 54.6cm from the iab tip. The extender tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been removed from the patient because a gas loss in iab circuit alarm was generated and they could not get therapy started. The customer stated the alarm occurred when rolling the patient onto their side. They repositioned the patient on their back and the alarm did not clear. They kept pushing the ¿start¿ key to resume therapy and the console would pump once or twice and then alarm again. There was no blood in the helium tubing and all connections were secured at the time they were troubleshooting. It was explained to them that to clear the alarm the ¿iab fill¿ key must be used to invoke an autofill and after the autofill is complete the ¿start¿ key can be pressed for therapy to resume. The use of the ¿help¿ key for all alarms and how it functions with the alarm or message on the screen at the time of need was also reviewed with the customer. The intensivist and surgeon collaborated to remove the iab rather quickly as the patient was doing well. There was no patient harm or adverse event reported.